Event description:
The customer contact reported the device touchscreen was out of calibration. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility on (B)(4) 2014. During testing the device did not pass the touchscreen test and was out of calibration. As indicated in section h7, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query hospira personnel.